Event description:
It was reported that channel disconnects happened a couple times, occurring especially on the pumps that stay at the head of the patients bed. As a result, the pumps stopped during an infusion. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that channel disconnects happened a couple times, occurring especially on the pumps that stay at the head of the patients bed. As a result, the pumps stopped during an infusion. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
Correction: concomitant med prod data additional information: imdrf annex a and g codes.